Event description:
Patient was taken to the operating for intended procedure; prepped and draped in the usual sterile fashion. Per report: jaws would not open & blade was dislodged in closed jaws. No patient harm was reported. Manufacturer response for vessel sealer extend, (brand not provided) (per site reporter). Need to follow-up with surgery inventory coordinator.